Event description:
Additional information received reported the patient had their implantable neurostimulator (ins) and leads removed since they were no longer using the system.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported indicated that the patient opted for a pump trial instead of the ipg revision. It was successful and he would have pump implant on (B)(6) 2014. No other information was available on the ipg system.

Event description:
It was reported that a patient¿s implantable pulse generator (ipg) got warm at increased amplitudes and they he had noticed urinary incontinence with stimulation turned on. Warmth occurred at ipg site and device pocket. The health care professional requested reprogramming on (B)(6) 2013. Impedances were normal. Performed a skin temperature check at the start of the session and got 90.1 f. Eight (8) minutes later they found 93.1 f. Health care professional scheduled x rays and scheduled a follow-up for (B)(6) 2013.